Manufacturer narrative:
A field service engineer (fse) was dispatched who arrived at the site to perform service. Fse removed the cups from the floor of the sorter arm (cups that where in a position that prevented arm from reaching all the way back) and aligned the compression coil spring. He then preformed tip tray alignment and verified that the device operated with no further errors. The customer was able to run controls without issue and the event was determined to be resolved. No further action is required by the fse the probable cause of the event was sorter alignment. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 a customer reported error 2000 and error 2207, "no tip acquired by sorter" with their a1a-2000st. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for pth. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results